Event description:
Caller reported that the pump malfunctioned, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.